Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30(scope communication error), e315 (incompatible scope). A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on plug unit led to incompatible scope error (e315) and a data error of scope ID, b30 (scope communication error). The most probable cause of the reported malfunction and the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had e227 (scope communication error). The issue was found during reprocessing of the device. There was no patient involvement.